Event description:
The facility representative contacted baxter to report an intermate that was returned form a patient after the ending part of the tube was disconnected together with the cap. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
This medwatch report is for the customer's compact plus system. (B)(4).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 71 mg/dl, 341 mg/dl, 416 mg/dl, and 80 mg/dl. Customer was experiencing low blood sugar symptoms, and was able to self-treat by drinking something and felt better. No adverse event reported. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 341 mg/dl (his compact plus meter (B)(4)) and 109 mg/dl (his wife's compact plus meter (B)(4)) customer obtained a reading of 341 mg/dl on his meter and took an additional 25 units of insulin based upon the result obtained. Within 10 minutes of that result, he obtained a result of 109 mg/dl on his wife's meter. She did not recall if the customer obtained a reading of 183 mg/dl. Then at 4 am, the customer was noted to have a hypoglycemic episode, was shaking and incoherent. Customer's wife obtained a reading of 11 mg/dl on her meter and called the emt. The emt instructed the caller to get juice for the customer and add extra sugar. Customer was able to consume the juice and became coherent. Emt did not have to come to the customer's house. Customer is currently fine. Requested return of suspect device and replacement was sent.